Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had an audio anomaly. The customer¿s blood glucose during the call was 7.2 mmol/l. The device was not making any sound when alarming. The device alarmed a hardware low level failure during self-test. It was also reported that the customer experienced a rapid increase in their blood glucose levels from 6 mmol/l to 25 mmol/l within 45 to 60 minutes. The customer had the following symptoms related to their high blood glucose levels: positive results in ketones test, vomiting, headache, cloudy head, and thirst. The customer was unsure if the insulin pump had been in use within 48 hours of the reported event and the customer treated their highs with a manual injection. It was also reported that the insulin pump may have been under delivering insulin as the customer's basal rates were adjusted, however, their blood sugar levels increased to 25 mmol/l. The device will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Unit received with operating currents within spec. Unit passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed delivery accuracy test at 0.08715 inches. No under delivery anomalies or unexpected insulin flow blocked alarms noted. Device received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 63 alarm (variable 3) confirmed in the insulin pump history due to broken pin 6 trace (sda) on keypad assembly.

Manufacturer narrative:
The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report.

Event description:
Event date has been changed to (B)(6) 2019.